Manufacturer narrative:
The suspect device was not returned for evaluation. Fluoroscopy images provided by the account demonstrate that the complaint is confirmed. The root cause cannot be determined however, the fragmented pieces appear to be jagged and inconsistent in sizing. The fragmented tip pieces may have been stored under extreme environmental conditions or potentially exposed to a chemical agent. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an emergent uterine artery embolization [uae] procedure for post-partum hemorrhaging, the 5f catheter fragmented within the (B)(6)-year-old female patient. The patient expired 3 hours post uae procedure. The physician had successfully acquired retrograde femoral artery access. During catheter manipulations over a guidewire, under fluoroscopy at the patient's aortic bifurcation, the catheter tip detached. The physician noted, the patient's anatomy was not tortuous, calcified, or diseased. The physician attempted to retrieve the detached foreign body with a vascular snare device when the foreign body fragmented again increasing the interventional procedure time and delaying the emergent uae procedure. All foreign body fragments were successfully removed from the abdominal aorta, right external iliac, and common femoral arteries. [Pictures attached in an e-mail] post-procedure: the patient was admitted to a recovery unit. The account alleges that the cause of death was unrelated to the catheter detachment however, the emergent uae was delayed due to the foreign body retrieval interventions. The patient had expired three hours later post-procedure on (B)(6) 2020." The device is not expected to return for investigation.